Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of kinked semi-rigid adapters of the clave secondary prots; subsequently, no flow was noted. On unspecified dates, the tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, it was reported that the male adapters of unspecified syringes were connected to the clave secondary port on the cassette of the tubing sets for piggyback deliveries of unspecified medications. No specific programming parameters were provided. After unspecified lengths of time after the piggyback deliveries were started, the customer contact reported that the pumps alarmed for occlusion. At this time, it was reported that the semi-rigid adapter of the clave secondary ports were noted to be folded over the bent at a ninety degree angle. The customer contact indicated that the syringes were taped into an upright position. The tubing sets remained in the clinical use and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.